Event description:
It was reported that during an implant procedure after connecting both leads to the implantable cardioverter defibrillator (ICD) it was observed that there was no pacing. The ICD was not used, and the physician elected to complete the procedure with a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of low volage output anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.